Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming testin. Upon eval, the trunk cable was cut. The cause of the incoming test failure is the damage to the trunk cable and internal wires. The root cause of the damaged cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the shorted wire inside the trunk cable. The last pt to use this belt did not report any deficiencies.